Event description:
On 08-jan-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set's needle detached from the set at the site location, before using it. The pump was located at left side of the belt. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report ((B)(6) 2019), patient's blood glucose level was 147 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's needle detached from the set at the site location, before using it. The pump was located at left side of the belt. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report (3-oct-2019), patient's blood glucose level was 147 mg/dl. No further information available.